Event description:
It was reported that during a capsulorrhaphy procedure, the tip of the crochet hook broke off. The surgeon tried carm and magnets to retrieve the broken piece, however, was unsuccessful and the piece remains in the labrium. No other information is available at this time.

Manufacturer narrative:
Device was received with the distal tip broken free just after the first bend location. Distal portion was not returned as it was left in the patient. Material at the edge of one portion of the break is rolled over indicating possible forces being applied, however, this cannot be confirmed.